Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). It was reported that the patient stated she had not gone to the bathroom in 3 days. Patient also reported not feeling well at the time of the call. Patient mentioned being constipated from the medication. Patient also mentioned a painful feeling in both buttocks. Patient reported she had blood on her bandage and had seen blood on her bed. Patient also mentioned being uncomfortable from not taking pain killers. Patient stated she was bleeding at the incision site. There was only a small amount of blood, however, the device was making things very uncomfortable and kind of painful. Patient was advised to follow up with the hcp for the reported issues. No complications reported. No further symptoms reported.